Manufacturer narrative:
Investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported fear/concern is directly related to the filter and unable to identify a corresponding failure mode at this time. No relevant notes on neither device or lot number. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The following allegations have been investigated: fear/concern. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
No additional information provided at this time.

Manufacturer narrative:
William cook europe initially reported event under manufacturer report #3002808486-2018-01209 . New information was received identifying that the product was a cook inc.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the internal jugular vein due to pulmonary embolism and deep vein thrombosis. Patient alleges fear and concern of over exposure to unreasonably dangerous and defective product. It is alleged that "[pt] received a gunther tulip filter on (B)(6) 2015 at (B)(6) hospital, (B)(6) by implanting physician (B)(6)".